Event description:
Pump screen was reported as dark and not turning on. Customer's blood glucose level ranged between 54-500mg/dl, but no further adverse impact was noted. Tandem technical support arranged for the pump to be replaced.